Manufacturer narrative:
The device will not be returned for evaluation as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information has been requested regarding this case. Should it become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during y-90 radio embolization treatment, this coil would not detach. No patient complications were reported.

Manufacturer narrative:
Received additional information - the patient was successfully treated with other coils.

Event description:
Medtronic received information that this coil would not detach with instant detacher. There was no complication associated with this event. Different coil was used and procedure completed. There was no known impact or injury to patient.